Event description:
An optometrist reported patient with trace diffuse lamellar keratitis (dlk) tow day post-op bilateral lasik. The reporter indicated the patient was put on a steroid taper and told to follow up in three weeks. Additional information has been requested.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).